Event description:
It was reported that the device went in back-up vvi mode after bypass procedure. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed. The high voltage output circuitry was damage. The device image was reviewed and showed the device went into power on reset due to external difib. The external defib also damaged the the device's hv output circuitry.